Manufacturer narrative:
Although this product is not sold in the u.s, this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the us under #p070014. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the vascular stent did not deploy and therefore, another stent was placed. No patient injury was reported. The investigation of the returned sample revealed that two inner components of the delivery system were broken. The simultaneous breakage of these two components caused a serious patient injury within the last two years.